Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging obtaining an unknown error message with the subject meter. Prior to obtaining the error, the patient claimed she had developed a headache and felt lightheaded; however, denied receiving medical treatment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event. The patient was symptomatic prior to when the error started and the patient's reported symptoms do not meet lfs' criteria of a serious injury.